Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the port incisions were not enlarged to remove the trocar. The fragments were retrieved under laparoscopy through the incision. The da vinci coordinator believed that all fragments were retrieved, but confirmation was unknown. There were no post-operative tests performed to check for remaining fragments. It is unknown what caused the issue. The instrument was in use for a half hour before the issue occurred. It is unknown whether the instrument was inspected prior to use. The surgeon was dissecting when the issue occurred. The surgeon observed that the instrument would not straighten. The instrument wrist would not straighten and it would not come through the cannula, so it was pulled out with the trocar. The surgical staff did not notice any damage to the cannula after the event occurred. There was missing plastic on the instrument. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There are no photos or videos of the instrument or procedure available for isi review. The da vinci coordinator clarified that the fragments were removed through the original port site incision. No new incisions were required.

Manufacturer narrative:
Based on the claim against the product by the customer noting the long bipolar grasper would not straighten and fragments falling into the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a broken main tube. Pieces measuring approximately .123" x .294¿ and .115" x .229" were not returned with the instrument. The probable root cause of a broken/cracked main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported based on the following conclusion: during a da vinci-assisted hysterectomy surgical procedure, the long bipolar grasper instrument broke and fragments fell into the patient which was retrieved during the same procedure. Le.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the long bipolar grasper instrument jaws could not be straightened. The instrument was pulled out along with the trocar and fragments fell into the patient. The fragments were retrieved during the same procedure and the procedure was completed robotically. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.